Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 30 degree endoscope has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. There was no error found in the logs. Fa did identify an artifact in the left eye, desiccant container damage or loose desiccant balls, and a scope bearing friction issue.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the root cause of this reported event. An intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved on its own. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the 30 degree endoscope moves on its own, unable to control. The procedure was completed with no reported injury.